Event description:
It was reported the stylus won't function, screen is cracked, and cord door needs to be replaced. It was also reported the programmer fell off a table. The programmer was returned for repair and calibration. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the stylus does not work (damaged). Analysis also confirmed the overlay and power cord bay assembly were broken. It is noted the lower hinges for display were worn out. Product ID 229047 analyzer. (B)(4).